Manufacturer narrative:
H10. Additional manufacturer narrative: regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The cause of the event was due to patient factors and progression of patient underlying valvular disease.

Event description:
Edwards received information a patient with a 27mm aortic valve implanted three (3) years underwent valve-in-valve procedure due to severe aortic regurgitation (transvalvular/perivalvular). Patient presented with acute on chronic heart failure with preserved ejection fraction (diastolic). The patient was transferred in stable condition to the pacu. Patient was discharged home in stable condition on post-operative day one (1).

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to b1, b2, b5, e1, e2, e3, e4, h1, h6. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined.

Event description:
Edwards received information a patient with a 27mm aortic valve implanted three (3) years underwent valve-in-valve procedure due to aortic stenosis. A 26mm transcatheter valve was implanted inside the 27mm valve. There was small rca to savr clearance. No additional information provided.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The cause of the event cannot be determined. (B)(6). Will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
(B)(6) received information a patient with a 27mm aortic valve implanted three (3) years is being worked up for valve-in-valve procedure due to unknown reasons.